Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per (B)(6) patient's daughter called and stated that her mother has an aspira catheter in place. The patient has elevated wbc counts and the daughter is convinced that it is from a large bed sore on her back. The clinicians believe it is from the "chest tube" and want to remove it. The daughter believes the "chest tube" saved her mother's life and she does not want it removed. She wanted to know how to tell where the infection came from. (B)(6) explained that they could not diagnose an infection source (especially over the phone). Caller did not wait for any further explanation but rather thanked (B)(6) for answering her question and said: "yes, it is not the chest tube. It is the bed sore that has caused the infection." (B)(6) reiterated that they had not confirmed the source of infection but she said "thanks again" and hung up. Caller did not ever give (B)(6) a chance to get her last name or phone number.